Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedures markerband visibility issues have occurred. While using apex balloons it was noted that there has been difficulty seeing the radiopaque markerbands as they were not visible under fluoroscopy. No patient complications have been reported and patient's conditions listed as "fine".